Manufacturer narrative:
Batch review performed on 07 jan 2026. Lot: 2315759: (B)(4) items manufactured and released on 24-jun-2024. Expiration date: 2029-jun-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affair department. A revision procedure was performed one year after the primary reverse tsa due to migration of the baseplate, which was identified during a routine followup visit. The surgeon revised the construct by implanting a threaded baseplate and replacing the liner with a reverse constrained liner. No device was returned for evaluation, and the poor quality of the available images did not allow confirmation of a definitive root cause. Potential contributing factors & mdash, such as bone quality, initial fixation stability, or patient-specific anatomical considerations cannot be confirmed based on the information provided. However, there is no reason to suspect a malfunctioning device. Root cause: although the specific circumstances involved cannot be confirmed, it is possible that application-specific factors may have resulted in issues reported. The investigation does not indicate any potential manufacturing-related issue or systemic deficiency.

Event description:
During a post-operation follow up at 1 year from primary, the surgeon discovered that the baseplate had migrated after the patient`s primary left shoulder surgery and the cause is unknown. The surgeon revised the baseplate to a threaded baseplate, the glenosphere and metaphysis to a same size glenosphere and metaphysis, and revised the liner to a reverse constrained liner. The surgery was completed successfully.